Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A pt graphix guidewire was advanced to the lesion. However, during procedure, it was noted that the tip of the guidewire was pinned by a stent causing the tip to be detached. The broken tip was entrapped inside the stent and could not be retrieved. No patient complications were reported and the patient's status was good.